Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the 8mm prograsp forceps instrument wrist did not work. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the prograsp forceps had non-intuitive motion. No material was detached or broken off from the portion of the device that enters the patient. The jaws were not stuck shut in a close position. There was no need to remove the instrument and the cannula together. The customer used a backup instrument to resolve the issue.